Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm, tmicl13.7, -16.00/3.0/125 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's eye. Per the reporter, lens will be removed and exchanged for a shorter length lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.